Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. No failed battery test noted. Insulin pump error 63 (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment and battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.